Manufacturer narrative:
Per tandem's user guide: if you damage or drop your t:flex system, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped, and subsequently a malfunction occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.